Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 140-160mg/dl fasting. Verified the strips expire 10/14/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with all result from the memory. Customer received a reading of 89 mg/dl last night (B)(6) at 11:30 pm fasting and customer performed a back to blood test and received a reading in the 200's and the and error message of e-5 . No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 140-160mg/dl fasting. Verified the strips expire 10/14/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with all result from the memory customer received a reading of 89 mg/dl last night on (B)(6) at 11:30 pm fasting and customer performed a back to blood test and received a reading in the 200's and the and error message of e-5 . No adverse event reported.